Event description:
His report is based on information provided by a philips remote service engineer (rse) and has been reviewed by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, indicating that the device failed to deliver a shock as intended. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the equipment should discharge but it does not do it in the equipment. Patient involvement information is currently unknown, but no reported adverse event. We are considering this to be a serious injury because it is not known if the patient procedure was life-saving therapy nor if the treatment was interrupted. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.